Manufacturer narrative:
(B)(4) final report additional information, including device details post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level and the return of the explanted devices was requested in order to progress with this investigation, however, not all of this information was available and thus the investigation of this event was limited. Although the device part numbers were provided, the device lot codes were not provided and could not be obtained, therefore, the relevant device manufacturing records could not be identified or reviewed. During the revision the size 4 11mm unity tibial insert was removed and exchanged for a size 4 10mm insert. The unity domed patella was also removed and replaced with an implant of the same sized. Based on this it has been concluded that the reported stiffness is likely to be due to an oversized tibial insert and not due to a malfunction or failure with the corin devices. Therefore, corin now considers this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Unity revision due to stiffness.

Manufacturer narrative:
(B)(4) initial report. Additional information, including device details, post primary and pre revision x-rays, operative notes, patient medical history, patient age and activity level and the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Unity revision due to stiffness.